Manufacturer narrative:
The insulin pump alarmed failed self-test alarm during self-test due to faulty board. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received multiple self-test alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarm did not occur during rewind and prime sequence. The customer stated that a basal was not programmed before the alarm. The customer stated that bolus amount was recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.